Event description:
It was reported with the use of the bd vacutainer buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. 8187605 - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. (B)(4). Based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. (B)(4). Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8187605; medical device expiration date: 2019-04-30; device manufacture date: 2018-07-06. Medical device lot #: 8074681; medical device expiration date: 2019-01-31; device manufacture date: 2018-03-15. Medical device lot #: 8099546; medical device expiration date: 2019-01-31; device manufacture date: 2018-04-09. Medical device lot #: 8121977; medical device expiration date: 2019-02-28; device manufacture date: 2018-05-01. Medical device lot #: 8074678; medical device expiration date: 2019-01-31; device manufacture date: 2018-03-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was an issue with overfill. There was no report of injury or medical intervention.